Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery to explant the device on (B)(6) 2018 due to unsuccessful osseointegration. The patient was reimplanted with a new device during the same surgery.